Event description:
The sales rep stated the indigo-p foam tip plunger, lot number 1194801, had bent and was unable to advance the lens. This occurred during training with the facility and there was no pt contact. It was indicated that the foam tip plunger was discarded. The model and serial/lot numbers of the lens and cartridge were not specified by the sales rep.